Event description:
It was reported the device was used during a colon procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.

Manufacturer narrative:
Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: any other noticeable damage, no; batch number, k0112e; cartridge pan in place/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, bent; and position/condition of wedge sleds, partially fired. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechansism, good; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no; and result of attempted firing, good. Analyis conclusion: based upon inquiry info received, visual examination, and functional testing, no conclusion could be reached at to why instrument reportedly "jammed" during surgery. Instrument was returned in good physical condition. Instrument was cycled, fired, cut, and formed staples within design specification. It was concluded that instrument was fully functional and conforming to design specifications. Experience surgeon reported could not be repeated. Returned cartridge had bent lockout tab on pan which indicates that instrument's firing cycle was interrupted, released, then restarted. When this occurred, lockout tab on cartridge became damaged. If instrument's firing cycle is interrupted, released, then restarted, cartridge will lockout and new cartridge should be loaded into instrument. Each instrument is evaluated during assembly process to ensure it functions properly.